Event description:
It was reported by repair work order that the retaining post was missing and the lower x-frame guards were broken exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The lower x-frame guards were broken exposing sharp edges.

Event description:
It was reported by repair work order that the retaining post was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.